Manufacturer narrative:
The physician and patient did not request any nalu involvement in troubleshooting or assessment prior to the date of the surgical revision as there were no complaints around the function of the nalu system itself. During the revision the nalu representative present observed normal scarring present around the original ipg and no visual evidence of migration from the original implant position. It appears that the initial implant had been too superficial and had caused the discomfort reported by the patient.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat upper back pain. The implantable pulse generator (ipg) was placed in the mid-back area with the leads targeting the medial branch nerve. After activating the system, the patient had reported receiving good therapy and no further communication was received from t he patient. In (B)(6) 2026 the firm was notified of a planned procedure for this patient and was informed by the physician that the patient had complained of discomfort at the implant site. Physician evaluation determined that the implant was placed too superficial and that was causing the reported discomfort. On (B)(6) 2025 a surgical procedure was performed to remove the ipg and place a new ipg in a new pocket created at a slightly deeper position to improve patient comfort.